Event description:
Plant medical personnel responded to a patient described as conscious and alert, complaining of chest pains. The patient was connected to the device with disposable defibrillation/ECG electrodes for monitoring and transport to the local hosp. According to the reporter, while enroute, the device alarmed "check patient" while displaying "check pulse" and "push to analyze." The report further states that, although the patient remained conscious, the operator pressed the "analyze" button and the device charged, advising a shock. The operator powered down the device and no adverse affects to the patient were reported as a result of the alleged malfunction.